Event description:
It was reported that the customer was hospitalized due to kidney failure. It was noted that the customer has been experiencing high and low blood glucose readings recently. Battery out limit alarms and a failed battery alarms were noted in the alarm history. The drive support cap was noted to be indented. Customer declined troubleshooting. Customer's blood glucose reading at the time of the call was 60 mg/dl. No further information reported.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners. The pump passed the functional tests, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No unexpected battery out limit alarms were noted. The pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.